Event description:
During infusion line assessment clinician noted fluid leaking form the 0.2 in-line filter on the primary IV set during tpn infusion. Set exchanged with new. Leaking set sent to biomedical for reporting. There have been additional events reported with the same filter leakage to our risk management and medwatch. Manufacturer response for infusion set, proximal 0.2 micron filter clave y-site, primary plum set (per site reporter). This is an on-going issue with leaking in line filters currently being addressed by the manufacturer.